Event description:
Aspect representative was notified by a crna on (B) (6), 2010, regarding a persistent skin condition in a patient who had undergone surgery two weeks earlier (approx (B) (6), 2010). The patient had undergone spine surgery in the prone position for approximately 12 hours. The patient's forehead with an applied bis sensor had been placed on a pillow. At the end of surgery, when the bis sensor was removed, the patient's skin showed blisters where the sensor electrodes had been located. In the immediate post-operative period, the attending anesthesiologist applied silver sulfadiazine cream to the affected areas. During a post-operative follow visit, the patient's irritated skin areas had not completely healed. At this time, no further information is available.

Manufacturer narrative:
We conducted a review of the lot history records for those sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops stop use and remove". The sensor device functioned as intended and does not appear to have malfunctioned. We consider the administration of silvadene cream is to prevent permanent injury. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. However, a topical cream was prescribed in order to prevent serious injury. At the time of this report, it is unknown if the irritation had completely resolved. Therefore, an MDR is required.